Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that after un-installing and reinstalling the software the issue seemed to be resolved, as she could not replicate the issue. However, a week later, the site called reporting the same issue. In response to this, it was concluded that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was not sent back to the manufacturer for further analysis.

Event description:
A site representative reported that, after loading an exam and clicking on the build 3d model, the system became unresponsive. The site tried to restart the system but it was unresponsive. They performed a hard reboot which resolved the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.